Event description:
The customer stated that the axsym rubella lgg reagent calibration failed generating error code 1018: calibration check failure, cal a results too high, on the axsym analyzer. The customer recalibrated with a new reagent lot and the calibration passed. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.